Event description:
Caller reported tandem mobi cartridge alarm, which caused customer's blood glucose level to be high but specific value was displayed as "high." There was an adverse impact to the customer's blood glucose level, as it exceeded 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump. Caller was informed that a replacement pump with updated software would be sent along with training available in their source account. Technical support also provided instructions for storage mode and return process, which caller understood and acknowledged.